Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
There has been no additional information at this time. This investigation will be updated should further information be provided.